Manufacturer narrative:
The customer returned the sample for review. The sample was sent to our supplier, the manufacturer, of the canalizer wire for further investigation into the root cause of the report. The first 5 to 10 inches of the coating was peeled off. There are damages in several other places on the wire also. The piece that peeled off is split through. The inner core is bent in a way which is indicative of something sharp scraping the wire while it was bent during the procedure. Based on the finding the supplier determined that the coating detached due to heavy-handed treatment. They reviewed related production history files and no quality issues were identified during the manufacturing process or when the product was released. Our dfu states misuse of this guidewire could result in damage or abrasion of the hydrophilic coating on the outer surface, and/or breakage/separation/cutting on the outer covering which may necessitate removal or retrieval. It also states to prevent damage to the vasculature, breakage/separation/cutting of the guidewire and catheter damage, always manipulate carefully and slowly while confirming the motion and location of the guidewire tip under fluoroscopy.

Event description:
Case was a d cot on dialysis graft. The hydrophilic coating bunched up and was stripped on wire.